Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During support, it was reported that the impella cp was running at p7 and had a sudden drop in flows and motor current. The left ventricle went negative on systolic/diastolic. They were unable to resolve. The pump was down to p2 and was still suctioning with average flows of 0.5 liters. Echocardiogram confirmed proper positioning. A liter of fluid was administered. The right ventricle was fully functioning. The decision was made to explant the impella cp. The patient condition was noted to be stable.